Manufacturer narrative:
Taperii. The product associated with this report has not yet been returned. Based upon the implant date provided by the reporter the connector type is assumed to be a taperii. The reporter of the event was asked to return the product for analysis. Visual examination may confirm or determine another connector type associated with this report. Pain is a surgical/physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event and product details have been requested. No additional information is available at this time. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing." Device labeling addresses the reported event of pain as follows: "there were additional occurrences of these events that were considered to be non-serious. Other adverse events considered related to the lap-band system that occurred in fewer than 1% of subjects included: abdominal pain,chest pain, incision pain and port site pain."

Event description:
Patient reported their lap-band system was removed without replacement because the "port and tubing disconnected and was causing pain."